Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the fractured region of the blocker was inspected via visual analysis to determine the failure mode. The fractured region had been tampered with by using pliers cutters in order to remove the rod. A destructive material analysis was performed to see if the blocker was cross threaded into the screw during the primary surgery. However, the material analysis report concluded that the blocker was not cross threaded into the tulip since there was no damage in the cross sectioned blocker and tulip; conclusion: the blocker may likely have fractured prior to the surgery or during the surgery but the failure mode could not be determined since the returned block was severely damaged. Therefore the root cause on this event is inconclusive.

Event description:
It was reported that during the revision surgery for spine fixation, surgeon had difficulties to take out the blocker from the screw and found out that the blocker is broken and it is the reason why it was not possible unscrew the screw. "It was primary spine fixation surgery about 6 month ago in l1 level. (B)(6) surgeon go for screw removal procedure to take out implants. But during removal procedure there is no possibility to remove closure mechanism from monoaxial screw with a universal tightener instrument and surgeon see visually that closure mechanism is broken on one site and it is the reason why it is not possible to untight it. He cut closure mechanism with cutting pliers , remove rod from the screw and after remove screw with closure mechanism from patient. Screw and closure mechanism removal procedure take longer time, needed additional instruments to cut closure mechanism and remove screw."

Event description:
It was reported that during the revision surgery for spine fixation, surgeon had difficulties to take out the blocker from the screw and found out that the blocker is broken and it is the reason why it was not possible unscrew the screw. "It was primary spine fixation surgery about 6 month ago in l1 level. On (B)(6) surgeon go for screw removal procedure to take out implants. But during removal procedure there is no possibility to remove closure mechanism from monoaxial screw with a universal tightener instrument and surgeon see visually that closure mechanism is broken on one site and it is the reason why it is not possible to untight it. He cut closure mechanism with cutting pliers , remove rod from the screw and after remove screw with closure mechanism from patient. Screw and closure mechanism removal procedure take longer time, needed additional instruments to cut closure mechanism and remove screw."